Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the patient presented to the emergency room with shortness of breath. The device could not be interrogated and would not respond to the magnet. The device was explanted and replaced. There were no further patient complications reported as a result of this event.